Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. The leak was noticed following treatment when the cassette was removed. Pt has had no ill effects. Sample is available.